Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant that the patient received a shock for possible atrial arrhythmia with rvr (rapid ventricular response), which the implantable cardioverter defibrillator (ICD) classified as ventricular tachycardia (vt). It was noted that the shock terminated both atrial and ventricular arrhythmias. The ICD remains in use. No further patient complications have been reported as a result of this event.